Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received broken force sensor alarm. The customer¿s blood glucose level was 193 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were unable to clear the alarm and not able to rewind the pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.